Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that occlusion alarms occurred. The customer's blood glucose level was read "high". A specific value was not provided. Elevated blood glucose was addressed with an infusion set change. The customer changed supplies to address the occlusion alarm and resumed insulin therapy.